Manufacturer narrative:
Immediately following the notification, stimwave quality and the cr reviewed events preceding this is event. On (B)(6) 2020, one stimq peripheral nerve stimulator was implanted near the left infrapatellar saphenous nerve to treat knee pain. An additional stimulator kit (lot swo191202) was opened to use the introducer for implant, as the physician had difficulty tunneling to place the stimulator initially; this stimulator was not implanted and was discarded. The cr confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the sterile barriers of all product used were intact prior to implant, and the procedure was completed successfully. The cr reported that the patient was receiving good pain relief and was compliant with taking his medication and elevating the leg as instructed by the physician. On (B)(6) 2020, the patient met with the physician due to red and "burning" sensation at the distal portion of the lead (pocket area). The physician requested laboratory tests, which returned normal results. As a precaution, since the patient was a cancer patient and received chemotherapy, the physician requested further laboratory tests on (B)(6) 2020, and (B)(6) 2020. Test results demonstrated a drop in white blood cell count and presence of infection; chemotherapy had decreased the patient's kidney function to approximately 12%. The physician elected to explant the on (B)(6) 2020. The cr followed up with the patient, who confirmed to be doing well since explant. Infection is known adverse event for spinal cord stimulation that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for lot swo200119 or swo191202, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The root cause of this event could not be attributed to the inability of the devices to meet physical, functional, performance and/or safety specifications. The patient confirmed receiving adequate pain relief prior to explant. The investigator determined that the root cause of the event was attributed to the patient's kidney. The patient's chemotherapy treatment for cancer decreased the kidney's function to 12%, also reducing white blood cell count to, causing the infection. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, reduced as far as possible, and documented in the stimwave risk management file. Stimwave was in contact with the cr from march 03, 2020, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the explant procedure details steps to reduce infection, and that the product did not fail to meet performance and safety specifications. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable, as surgical intervention (explant) was performed to prevent or preclude permanent impairment or damage.

Event description:
Stimwave quality has investigated the details regarding an infection reported to stimwave on march 03, 2020, by clinical representative.